Event description:
The intuitive surgical vessel sealer was placed into the robotic arm and deployed in the patient when the surgeon noticed that there was a loose wire sticking out at the tip of the device. The vessel sealer was then removed from the robotic arm, removed from the field and a new vessel sealer was opened and used without incident. No patient harm.